Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred "one week" prior to contacting lifescan. The patient manages her diabetes with oral medication, diet and exercise and it is unknown what changes, if any, she made to her usual diabetes management routine. The patient claimed that prior to the alleged issue she had developed symptoms of "dizziness and stress", and that she was again "stressed" after the error message issue occurred. The patient reported that she self-treated with "500mg metformin" but did not specify when. The cca was unable to troubleshoot the issue as the patient did not have testing supplied available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.